Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus ls manual defibrillator indicating during an emergency call on(B)(6) 2025, the crew connected the defibrillator to the patient with no heart rhythm shown and message onscreen "check electrodes". The crew member confirmed good placement on patient and connection, but no change with the tempus ls. A second set of pads were also attempted to obtain a 4-lead ECG (electrocardiogram), however the device had the same error "check electrodes". A third set of pads were used and monitor still displayed error "check electrodes". The crew reported the patient started in and maintained asystole (flatline) and pea (pulseless electrical activity) throughout the cardiac arrest.